Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly to obtain patient information, treatment settings, and patient photographs, which were provided, except for patient photographs. An examination of the subject device by a lumenis technical expert concluded that after verifying all system functions including calibration and energy output verification, the subject device operated well within manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A lumenis healthcare professional reviewed the reported event details and concluded that the patient treatment settings were within manufacture specifications, device labeling and training. Additionally, the professional stated, "this type of injury is most commonly seen when there is not full contact with the treatment tip on the skin, or if there is condensation under the tip that was not wiped off." The professional concluded the root cause of the reported event to be operator error. A review of device labeling states the following: treatment - cooling: when using the sapphirecool tip: ensure that the tip cooling is on by touching the palm of your hand. Should there be water condensation on the sapphire tip, wipe it dry with a lint-free tissue. Treatment: ensure that the handpiece's tip is touching the skin perpendicularly with minimal pressure applied.

Event description:
A user facility reported that one (1) patient of skin type ii, sustained a small blister on the forehead which resulted in a scar following treatment with a lumenis m22 laser, resurfx handpiece.

Manufacturer narrative:
Additionally, lumenis is providing the below rationale to FDA on why the MDR was submitted eleven (11) days past the 30 day reportability deadline. A software issue was found in the lumenis complaint management system (medvantage) which mistakenly calculated the complaint age of the safety complaint , which was displayed on the safety complaint dashboard report. Thereby, misleading the complaint handling investigator and jeopardying our MDR reporting in a timely manner. Following a review of the current open safety complaint investigations, this complaint was the only one effected. Lumenis it quickly responded and developed a software fix to the medvantage complaint management system.